Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient came in for a routine device check and high pacing lead impedance was observed. Monitoring will continue. Patient was well after the event.